Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: (a.) The customer cleaned, disinfected, and sterilized the device before sending it to olympus. (B.) It was unknown if there was a delay in the start of precleaning. (C.)the customer flushed the air/water nozzle with water and air. (D.) There was no abnormalities in the accessories used for reprocessing. (E.) It was unknown if the customer immersed the endoscope in the detergent solution. (F.) It was unknown if the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. (G.) The customer flushed the air/water nozzle with the detergent solution. The device was returned to olympus for evaluation. The customers allegation of water dripping from the tip was confirmed. This was due to the clogging of foreign matter found within the nozzle. This is from insufficient cleaning. Additionally, the following findings were also identified, and are as follows: (a.) Discoloration of the objective lens was found, (b.) The zoom does not operate smoothly due to a zoom issue of the external problem, (c.) Due to damage on the forceps channel, water tightness was lost, (d.) Insufficient angulation bending due to angle wire elongation, (e.) The play of the angle knob was out of specification due to the wire elongation, (f.) There was discoloration of the illumination lens, (g.) There were scratches on the insertion tube, (h.) The insertion tube was discolored, (I.) The device was missing the curb rubber joint, (j.) There was insufficient air and water supply due to the clogging of the nozzle, (k.) Due to the clogging of the nozzle from insufficient cleaning, draining of the device was insufficient, (l.) There were foreign objects in the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be specified and the cause of the foreign material remaining was unable to be specified since it was unknown whether reprocessing was practiced in accordance with instructions for use (IFU). A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): the instructions gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect the subject event. The instructions gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope experienced water dripping from the tip. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign material found clogging the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.